Event description:
It was reported that the pt received inappropriate shocks due to a fractured lead. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of fracture could not be confirmed in the laboratory. Analysis was normal and no anomalies found.